Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported that the patient had a watchman left atrial appendage closure procedure on (B)(6) 2020 and that shortly after the procedure the patient experienced a cerebral vascular accident. The patient experienced aphasia and right sided weakness. The patient remains in the hospital and the case is ongoing.